Event description:
Reporter stated that a patient's blood glucose was measured on the inform system with a result of 263mg/dl. An additional sample, obtained from the same patient 5 minutes later, reportedly measured 33 mg/dl in the facility's lab. Reporter was unable to provide any patient information. No associated injury was reported. The discrepant results were obtained in a hospital. Reporter stated that quality control testing and linearity testing was performed on the inform system and the values were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.